Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were treated with unknown fillers in different sites of the face, mostly check bones and chin. Approximately five months after the treatment, it appeared granulomas in the injected sites (cheeks and chin). Biopsy of the granuloma was not provided.